Event description:
Boston scientific received information that this lead was implanted in an unspecified heart chamber. Following the procedure it was discovered that the patient had developed a pericardial effusion. The patient was transferred to another facility where the effusion was drained. No further details are available. No additional adverse patient effects were reported. The lead remains implanted.

Manufacturer narrative:
Additional information has been requested from the field. This investigation will be updated should further information be provided.